Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102674) regarding the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and stopped using the device after becoming aware of the recall and feels. The patient feels if they had been warned of the recall by their doctor and the place of purchase, it would have saved them from the headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a voluntary medwatch (mw5102674) regarding the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and stopped using the device after becoming aware of the recall and feels. The patient feels if they had been warned of the recall by their doctor and the place of purchase, it would have saved them from the headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report ((B)(4)), it was not noted that the initial report was sent to the FDA. It is corrected on this report.